Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shutdown automatically. A field service engineer disconnected all drawers and found that the station still did not power on, disconnected the external smart pyxibus cable with no change, and then disconnected the external dumb cable, after which the station powered on intermittently. After reseating all cables, the station powered on, but within a minute burning noises were heard from the e-drawer, inspection revealed burn damage on the upper right corner of the communication sled. So, fse replaced the communication sled on the main station, but power remained intermittent. Further inspection identified that the internal drawer dumb cable on the auxiliary station was cut and burned, replaced the damaged cable, which resolved the issue, and replaced the smart cable as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station shut down automatically, user tried on different power outlet but still failed to power on the station. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.